Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, a shaft facture occurred. The lesion was located in an unspecified vessel. When preparing for the procedure, the shaft broke in half when trying to mount it on the guidewire. The device was still outside the patient's body. The physician was able to successfully complete the procedure with another taxus express2 2.75x20.0mm drug eluting stent. There were no patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.